Manufacturer narrative:
Event updated.

Event description:
It was reported that during a rotator cuff repair, the device showed an e4 error. No back up device was available and a delay greater than 30 minutes was reported. No patient injuries were reported.

Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows no cosmetic issues. The back label and the warranty seal are in good condition. An inside view revealed that there are no loose parts. There are no manufacturing abnormalities found. The device shows an f4- hardware failure after powering up which could not be reset. Further functional evaluation could not be performed. The complaint was verified and the root cause could be determined due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an unknown procedure, the device showed an e4 error. No back up device was available and a delay greater than 30 minutes was reported. No patient injuries were reported.